Manufacturer narrative:
A wallflex¿ colonic stent delivery system was returned for analysis, the stent was not returned. Visual examination of the returned device found blue outer sheath was kinked at places and the inner shaft was kinked. The outer sheath was fully retracted when the deployment handle was completely retracted. No other issues were identified during the product analysis. The damages noted with the device during analysis are consistent with the application of excessive force during product analysis and are most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex enteral colonic stent was to be used to treat a 4-5 cm stricture in the sigmoid colon during colonic stenting procedure performed on (B)(6) 2016. During the procedure, the physician started deploying the stent with some resistance. Under fluoroscopy, the physician confirmed that the stent was being released. However, when the proximal handle was completely pulled, the physician could not confirm if the stent had been fully deployed. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 14, 2016 that a wallflex enteral colonic stent was to be used to treat a 4-5 cm stricture in the sigmoid colon during colonic stenting procedure performed on (B)(6) 2016. During the procedure, the physician started deploying the stent with some resistance. Under fluoroscopy, the physician confirmed that the stent was being released. However, when the proximal handle was completely pulled, the physician could not confirm if the stent had been fully deployed. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.